Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to high shock impedance. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 41.5 cm proximal to the lead tip. The distal fragment was received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 38.5 cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. Furthermore, the shock coils and fixation helix were found deformed. These deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.